Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Received a total of fifty eight (58) unused representative 20ga bd insyte autoguard units within undamaged sealed packages from lot 9112608: all components present and intact. Visual / microscopic evaluation): visual observation of all 58 units demonstrated no indications of any type of anomalies, damage or excess adhesive or gel that would hinder or restrict a successful retraction. Functional (needle activation): depressed the activation button; the needle fully retracted on all fifty eight units meeting no resistance. All units were acceptable. Conclusion(s): relationship of device to the reported incident: indeterminate - based on the observation and/or testing conducted on the returned representative units, the reported defect of needle retraction failure was not identified or confirmed and a root cause was not established.

Event description:
It has been reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard has been found experiencing 10 occurrences of needle retraction issues during use. The following has been provided by the initial reporter: it was reported that the safety mechanism failed to retract the needle leaving the used needle fully exposed. "Good morning: last evening, an IV was placed using the product indicated below and the safety mechanism failed to retract the needle leaving the used needle fully exposed. Once I identified the reference and lot number, I removed all similar ones from our department and tested a few more. All tested ones worked, however the retraction of the needle can be described as ¿sluggish¿, i.e. Did not spring-back in the same quick-manner as other sets of a different reference or lot arguably increasing the potential for injury/needlestick. There appears to be an issue with the item noted below. After removing the affected lot from our department, I contacted the nursing supervisor so that inpatient units could be notified to also remove the affected product from their stock. Material was also updated. The item is the: bd insyte autoguard 20ga, 1.16 in, 1.1 x 30 mm IV catheter ¿ ref 381434, lot 9112608, exp: 2022-03-31. I have all the units I found in the department on my desk and had also made videos of the issues described above in case there is a need to follow-up with manufacturer.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard has been found experiencing 10 occurrences of needle retraction issues during use. The following has been provided by the initial reporter: it was reported that the safety mechanism failed to retract the needle leaving the used needle fully exposed. "Good morning: last evening, an IV was placed using the product indicated below and the safety mechanism failed to retract the needle leaving the used needle fully exposed. Once I identified the reference and lot number, I removed all similar ones from our department and tested a few more. All tested ones worked, however the retraction of the needle can be described as ¿sluggish¿, i.e. Did not spring-back in the same quick-manner as other sets of a different reference or lot arguably increasing the potential for injury/needlestick. There appears to be an issue with the item noted below. After removing the affected lot from our department, I contacted the nursing supervisor so that inpatient units could be notified to also remove the affected product from their stock. Material was also updated. The item is the: bd insyte autoguard 20ga, 1.16 in, 1.1 x 30 mm IV catheter ¿ ref 381434, lot 9112608, exp: 2022-03-31. I have all the units I found in the department on my desk and had also made videos of the issues described above in case there is a need to follow-up with manufacturer.